Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser advised casters spin when hitting a rock while camping. Dealer advised chair was received with 61dc casters instead of 1259 casters. Dealer just contacting invacare now. Dealer advised enduser mother advised would just try and work with casters but now advised not working.